Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. The symptoms were fluid and redness at the site. The patient underwent a procedure wherein the ipg was explanted. The explant was not device malfunction related. The patient was reportedly doing well post-operatively.